Event description:
I use the bd blood glucose test strips to test my blood sugar with the bd blood glucose monitor. On 10/5/06 I opened a new bottle of test strips and tested my blood sugar. My monitor said my blood sugar was 365. I was surprised, as I am not usually that high and I did not feel badly. I tested my blood sugar again, just as a precaution and again the meter read 368. As a result of this reading I took more insulin to decrease my blood sugar. About a half hr later I felt as if my blood sugar was dropping. I tested my blood sugar again and the meter read 400. As a result I took more insulin. Over the course of the afternoon I tested a few more times and my meter said I was between 325 and 400, however , my body felt as if my blood sugar was low , my speech was slurring, I was confused and sweating. It finally occurred to me that there may have been something wrong with the bottle of strips. I went home . I was at work and got a new bottle of strips. I tested my blood sugar and I was at 49. I took some orange juice and 20 mins later my blood sugar was 82. This situation ended ok, but could have been very bad. I was taking insulin as a result of readings on my meter to make my blood sugar go down. However, my blood sugar was already low and the insulin was making it go too low. This could have led to me passing out and in an extreme case going into a coma.